Event description:
It was reported that the patient underwent a sling procedure in 2006. During the procedure, the sling pulled out with the inserter. Another type of sling device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion:the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.